Manufacturer narrative:
Batch review performed on 06 may 2026 gmk-sphere 02.12.0022l gmk-sphere femoral component cemented - 2+l (k140826) lot 2308888: (B)(4) items manufactured and released on 12/jul/2023. Expiration date: 24/06/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0213fl gmk-sphere tibial insert e-cross - flex 2l - 13mm (k202022) lot 2242207: 30 items manufactured and released on 03/jan/2023. Expiration date: 05/dec/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 6 months from primary, the patient came in presenting pain and instability that was determined to be due to the primary femoral component not being externally rotated adequately, which was causing pain along the patella tendon. The surgeon observed that the joint was a couple of degrees of recurvatum. The surgeon revised the 13mm insert to a semiconstrained 23mm insert, revised the s2+ femur to a rev. P.s. Cemented s3 femur, and resurfaced the patient`s natural patella. The surgery was completed successfully.